Event description:
Information received indicates the battery light shows a fully charged battery but when unplugged the battery wouldn't go work.

Manufacturer narrative:
The technician found when the bed was unplugged the battery light was on solid. If a function is run, the battery light goes out and the bed no longer functions. The technician replaced the battery to repair the bed.